Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched. The fse cleaned/lubricated the incubator, incubator rotor, detector lens, sample nozzle, and wash probes. The fse checked the wash probe alignment, adjusted the seal breaker, and inspected and cleaned the dispense lane and mixer assy due to intermittent seal break errors. The fse also lubricated the cup transfer z-axis guides. The customer ran qc and patient samples without errors. The aia-900 analyzer was functioning as intended and errors cleared. No further action required by field service. The probable cause of the event was incubator residue. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2015 through (B)(6) 2016 for similar complaints there was no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015 a customer reported incubator rotor issues with the aia-900 analyzer. The customer is unable to run lh and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of lh and fsh patient results. There was no indication of any patient intervention of any patient, intervention or adverse health consequences due to the delay in reporting.